Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge with multiple usb cables and wall adapters. The customer's blood glucose (bg) level was 253 mg/dl. Reportedly, the pump was able to charge successfully using the customer's cell phone cable and adapter. The customer would continue to use the pump for insulin therapy, and also indicated that manual injection supplies were available.